Manufacturer narrative:
(B)(6). Complaint conclusion: the 155 cm. Saber 2 mm. X 15 cm. Balloon catheter (bc) ruptured. There was no reported patient injury. The saber device was delivered to the lesion with an in stent restenosis and pressure was applied. The balloon did not inflate, was removed from the patient, and the balloon was ruptured. The procedure finished successfully. The target lesion was the superficial femoral artery reported to be moderately tortuous and rate of stenosis unknown. Additional information has been received. There was no other product issue noted either at the account or after the procedure. The device was prepped according to instructions for use (IFU). Lesion calcification is unknown, and vessel tortuosity was reported as moderate. There was no difficulty removing the product from the hoop, and no difficulty removing the protective balloon cover or the stylet or any of the sterile packaging components. It was unknown if there was any resistance/friction while inserting the balloon through the guide catheter. It was unknown if there was resistance/friction with other devices. The product was removed intact (in one piece) from the patient. The product was not returned for analysis. A device history record (DHR) review of lot 17334358 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate tortuosity and an unknown rate of stenosis in addition to the presence of a previously implanted stent may have contributed to the reported event. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
As reported, the 155 cm. Saber 2 mm. X 15 cm. Balloon catheter (bc) ruptured. There was no reported patient injury. The saber device was delivered to the lesion with an in stent restenosis and pressure was applied. The balloon did not inflate, was removed from the patient, and the balloon was ruptured. The procedure finished successfully. The target lesion was the superficial femoral artery reported to be moderately tortuous and rate of stenosis unknown. The product was clinically used and it will not be returned for analysis. Additional information has been received. There was no other product issue noted either at the account or after the procedure. The device was prepped according to instructions for use (IFU). Lesion calcification is unknown, and vessel tortuosity was reported as moderate. There was no difficulty removing the product from the hoop, and no difficulty removing the protective balloon cover or the stylet or any of the sterile packaging components. It was unknown if there was any resistance/friction while inserting the balloon through the guide catheter. It was unknown if there was resistance/friction with other devices. The product was removed intact (in one piece) from the patient.